Manufacturer narrative:
The eval concluded that the device may have been damaged by the end user as the power cord appeared to be damaged through excessive force/abuse which caused exposed wiring.

Event description:
The MFR received returned device with the complaint of bad cord. During investigation it was discovered that there are exposed wires. There was no reported harm or injury to the pt. (B)(4).